Event description:
It was reported that the patient was placed on the nkv-550 ventilator and it was operating normally. When the respiratory care practitioner (rcp) pressed the "alarm parameter'' button to set the alarm parameters, there was no response. The pop-up menu would not display on the touchscreen. The alarm setting button was highlighted in yellow as if it recognized the touch but was not working correctly. The ventilator continued to ventilate the patient. The patient remained stable and was unharmed. The patient was placed on another ventilator. After the ventilator was removed from the patient, the ventilator was power cycled by the user, and the issue was resolved.

Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Manufacturer narrative:
Nihon kohden orangemed inc. Will submit a supplemental report if additional information becomes available.

Event description:
It was reported that the patient was placed on the nkv-550 ventilator and it was operating normally. When the respiratory care practitioner (rcp) pressed the "alarm parameter'' button to set the alarm parameters, there was no response. The pop-up menu would not display on the touchscreen. The alarm setting button was highlighted in yellow as if it recognized the touch but was not working correctly. The ventilator continued to ventilate the patient and input other settings. The patient remained stable and was unharmed. The patient was placed on another ventilator. After the ventilator was removed from the patient, the ventilator was power cycled, and the issue was resolved.